Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The p-cap does not lock properly due to missing retainer. Unit received missing reservoir tube o-ring, scratched case, cracked keypad overlay, pillowing keypad overlay and torn display window cover.

Event description:
Information received by medtronic indicated that the insulin pump had crack due to dog bite and serial number can not read. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.